Event description:
Caller reported that drops of insulin were not visible at the end of the tubing during the fill tubing step of the load sequence, and the mobile app was frozen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.